Manufacturer narrative:
(B)(4). Date sent: 5/30/2024. Batch #512c77. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage, with anvil missing. Only the casing half washer was present, and there were no staples present. No battery was received. The test battery was installed and removed without difficulties, when the test battery was installed the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. The reset battery was installed, however the instrument could not be reset when squeezed the firing trigger. The device was disassembled to verify the condition of the internal components and cracks were observed in the conductive traces of the flex circuit (connector contacts). It was determined that the cracks in the flex circuit prevented the anvil detect circuit from functioning thus preventing the device from firing. After disassembly, the device was reloaded with staples and manually assisted in order to perform the functional test with a test washer, and the device was fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident confirming that the experience was due to the damage in the flex circuit. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The damage observed on the flex circuit has been correlated to the design. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: insert the battery pack by lining up the release tabs on the battery pack with the slots on the rear of the device. Ensure battery pack is fully inserted into the device. An audible click will be heard and the tissue compression scale backlight will be illuminated when the battery pack is fully inserted. The event described could not be confirmed as the battery was inserted and removed without difficulty. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number 512c77, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that while setting up case, stapler battery fell out of stapler onto back table. This was corrected on 2nd attempt, but it was an experienced scrub tech. No patient harm.